Event description:
It was reported that the top connector on the external pulse generator (epg) was broken, and the caller wanted to know if it could be repaired. The caller was informed that because the epg was more than five years old, it would not be repaired. The current status of the epg is unknown. There was no patient involvement.